Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that 4 months and 15 days after the dental implant was installed in intraoral region 4#, its non- osseointegration was observed. Moreover, 35n.cm of primary stability was achieved and the patient presented bone type ii.